Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare representative of a hole in an rt340 adult dual-heated evaqua breathing circuit. The hospital further reported that the hole was located 55cm from the wye connector of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility in the (B)(6). The product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint rt340 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will submit our findings in a follow-up report following receipt of the device and completion of our investigation.